Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported in a research article that 17 events of drg lead fracture had occurred. Each event was resolved by the explant and replacement of the lead. Specific patient information is documented as unknown. Details are listed in the article, titled "lead migration and fracture rate in dorsal root ganglion stimulation using anchoring and non-anchoring techniques: a multicenter pooled data analysis".